Event description:
Used bipap device for several years. I was diagnosed with asthma. I have been waking with severe migraine headaches, dizziness, nausea and unsteadiness. Inhibits my mountain climbing and other outdoor activities. FDA safety report ID # (B)(4).